Event description:
Customer alleged the left hand calf support fell off of the foot support while a patient's leg was in the calf support. No injury reported.

Manufacturer narrative:
The account replaced the left hand foot support and the unit is functioning properly. There was no other info obtained.